Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on may 14, 2009 alleging inaccurate high readings on their one touch ultramini meter. A medical surveillance specialist (mss) spoke to the patient on may 21, 2009 and obtained the following information: the patient mentioned that sometime in late 2008, she tested her blood glucose in the morning and obtained an unspecified reading (she thinks somewhere between 194-214 mg/dl) and did not exhibit any symptoms. That is considered a high reading for her since she had been obtaining readings of 12-150's. She then took her novolog insulin based on a sliding scale and an hour after taking the insulin, she exhibited symptoms of feeling nausea, fatigue, sweating and was "jerking" (shaking). She claims she tested her blood glucose and obtained a low reading; however, did not recall the reading and treated herself with food and felt better soon after treatment. The patient did not seek any further medical attention or contact her physician for assistance. She claims she had a schedule appointment a couple of days later and compared her meter to the lab; however, does not recall either result, but her lfs meter had read higher than the lab. She then started to use her back up meter and started to test her blood glucose using the backup meter on a regular basis. The patient ran out of subject test strips she used at the time event. The patient tests her blood glucose 4-8x a day. Product was replaced. The complaint is being reported because the patient allegedly took insulin based on a sliding scale based on the meter result and developed symptoms suggestive of hypoglycemia an hour later and had to self-treat.